Event description:
Attorney advised pt underwent a diskectomy and alif at l5-s1. Pt was implanted with an atb plate and 4 5.5 ti cancellous locking screws. Followup x-ray at 4 months showed a subtle stress fracture in the inferior screws that were non-displaced. X-rays taken at 9 months post-operative demonstrate stable positioning of the femoral ring allograft with some loss of posterior disc height, evidence of fracturing of the inferior screws with some 'malangulation along the trajectory of the inferior screws.' No info regarding revision has been provided.

Manufacturer narrative:
Investigation could not be concluded, no conclusion could be drawn. No device was returned, and no lot number was provided. Review of manufacturing records could not be completed without a lot number. Manufacture date could not be determined without a lot number.